Event description:
According to the reporter, they have a bravo short study that occurred with this recorder and they suspect it may be a recorder issue. Technical support requested a copy of the study for review to determine the cause and the equipment is expected to be returned for evaluation. There was no harm to the patient or user due to the alleged device malfunction, however the procedure will need to be repeated.

Manufacturer narrative:
Additional information: correction:device evaluation the customer sent scanned accuvue graphs via fax. The graphs were unreadable and thus no root cause could be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a bravo short study that occurred with this recorder and they suspect it may be a recorder issue. Technical support requested a copy of the study for review to determine the cause and the equipment is expected to be returned for evaluation. There was no harm to the patient or user due to the alleged device malfunction, however the procedure will need to be repeated. The study was reviewed and the cause was interference issues with the capsule. There will be a request for capsule replacement.